Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. (Patient ID, age, date of birth and weight are unknown). According to the complainant, "fluid loss" alarm error messages occurred during the ablation phase. The procedure was completed. No cervical leak occurred during the procedure. Post procedure, the physician observed an area on the patient's right external buttock described as a "welt." Silvadene cream was administered to the affected area. Additional follow up information from the physician confirmed that post-procedure, the "welt" which the physician described as a "skin ulcer," was observed on the patient's external right buttock. The physician confirmed that the "skin ulcer" was caused by the pressure and heat from the bottom portion of the tubing resting on the patient's right buttock during the procedure. The skin is completely sloughed off on the affected area. The size of the "skin ulcer" is a semi-circular area of 4 cm x 3 cm. The severity of the "skin ulcer" is unavailable. As of a follow up medical examination with the patient, the physician prescribed the antibiotic keflex. The patient has no sign of cellulitis or infection. The physician also administered vaseline to the affected area during the follow up appointment. There were no further complications reported with this event. The condition of the patient is reported to be "ok." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.